Event description:
It was reported that this patient's device showed high impedance and that the generator has stopped providing stimulation. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent surgery and received a full revision. The products have not been received by the manufacturer to date. No other relevant information has been received to date.